Event description:
A ventilator's sensor board was returned to the manufacturer' quality assurance laboratory for evaluation. There was no report of patient harm or injury. During the evaluation of the sensor board at the manufacturer's quality assurance laboratory, the root cause of the sensor board failing was caused by flow sensor (mt5) being out of tolerance.